Manufacturer narrative:
Qn#1900043694. Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an introducer needle that was in two pieces. A break was located near the hub. A portion of the cannula was protruding from the hub approx. 1 mm. The broken end of the cannula had a compressed appearance but was otherwise within specification. A device history record review was performed on the sales history for the introducer needle and did not reveal any relevant findings. Due to the location of the break in the cannula and the xtw (extra thin wall) needle cannula, if excessive lateral force is applied to the needle during use, breakage can occur. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that when attempting to insert in the patient's vena jugularis, the cannula of the needle broke when touching the patient's skin. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.